Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, an audible noise was emitting from the pump. Pump was replaced, which resolved the issue. Pt was transferred to another ventilator. No patient harm reported.